Manufacturer narrative:
Correction: a2 additional information:d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the safety clamp. An (as-received) 7500ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, patient sensor calibration check, voltage calibration test, current leakage test, patient hipot test, and the catch post hipot test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel and on the bottom cover under the pump. An extra loose screw was found within the chassis of the power supply. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found the cycler had failed post-accelerated stress test (ast) due to one of the drain values being out of specification previously. The post-ast failure was attributed to a loose mushroom head, and the mushroom heads were torqued to specification in rework previously. The cycler passed a second post-ast test previously, and no further issues were encountered during production testing thereon. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A customer care associate reported to fresenius customer service that a peritoneal dialysis (pd) patient expired on (B)(6) 2021 at home. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire additional information concerning this reported event; however, no additional information was obtained. In the intake, there was no report this event was related to pd therapy or the use of any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patients death.

Event description:
A customer care associate reported to fresenius customer service that a peritoneal dialysis (pd) patient expired on (B)(6) 2021 at home. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire additional information concerning this reported event; however, no additional information was obtained. In the intake, there was no report this event was related to pd therapy or the use of any fresenius product(s) and/or device(s).